Event description:
Additional information was received indicating that an increase in pacing thresholds had also been noted prior to the revision procedure. Due to the increase in pacing thresholds, the patient experienced syncope. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. An invasive procedure was performed. This lead was successfully repositioned. No additional adverse patient effects were reported.